Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Review of imagery confirmed tortuous and undersized vessels with calcification over all the vessels. The complaint for tracking difficulty, withdrawal difficulty and subsequent vascular dissection and death was unable to be confirmed due to device was not returned nor applicable imagery was provided for evaluation. Available information suggests patient factors (calcification, undersized vessels, tortuosity) likely contributed to the event. Patient factors (i.e. Calcification, tortuosity, or small vessel size) may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during withdrawal. Complaint histories for all reported events arrest reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in thailand, regarding a 23mm sapien 3 ultra transcatheter heart valve implant in aortic position by left transfemoral approach in a patient with small diameter for transfemoral access and tortuous and calcified aorta during the procedure, the vessel was pre-dilated with 16fr dilator and the esheath was inserted. The commander delivery system with crimped valve was inserted but it got stuck with a calcium at distal aorta above carina. Pta balloon was used for support and stiff wire for stretching tortuous part of vessel and at this time the esheath was retracted and could not be pushed forward. The commander crossed the first curve of aorta until the arch of aorta where it got stuck again. It was tried to push using the same technique without success due to the tension in the system from the tortuosity vessel. It was decided to remove the system as a unit but the commander got stuck at the calcium and was withdrawn at the last minutes of tavr procedure. After the devices were removed, the patient developed hypotension immediately. Systolic blood pressure fell to 40 mmhg and continued to drop. External iliac artery was suspected to be perforated; pta procedure was performed in the cath lab to rescue the patient prior to moving patient to operating room. Vascular surgery was performed but after the patient passed away due to peripheral vessel perforation and massive blood lost.